Event description:
A malfunction alarm labeled malf 16 was reported, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was instructed by technical support to return the faulty pump after placing it in storage mode. Technical support arranged for the pump's replacement, confirmed the shipping details, and provided a pre-paid label for the return.